Event description:
It was reported that the g2 filter halfway deployed and was stuck in the sheath. It took the doctor one hr to deploy it, when it usually takes five mins. In an effort to deploy the filter, the dr had to retract the pusher wire in order to release the legs. The dr said that it took extreme force to finally break it loose and the filter was eventually deployed.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was discarded by the facility. It is unk if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The IFU (info for use) states the following. Do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the IFU (info for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.